Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 02/jun/2024 the patient experienced issue with infusion set was fell off during use. The area of insertion was cleaned and air-dried. The patient replaced the infusion set and insulin was resumed successfully. The infusion set in use for 2 days. No further information available.